Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the sphere 9 catheter, high impedance readings were observed on all mini electrodes even when not in contact with anything. The procedure began with right atrial mapping to check for cavotricuspid isthmus (cti) block, followed by left atrial mapping and pulmonary vein isolation ablation. The reporter noticed constant high impedance on the mini electrodes and attempted to troubleshoot, but the issue only briefly resolved. After pulmonary vein isolation was performed, catheter tracking confidence became low and mapping could not be started, preventing remapping of the atrium. Troubleshooting steps included rebooting the catheter interface unit (ciu), disconnecting and reconnecting cables, confirming the sheath was not covering the catheter, and checking the x-ray collimator as a potential interference source. The issue was not resolved, and the physician elected not to open another catheter to remap the atrium. Pulmonary vein isolation was assessed using exit block pacing and the procedure was completed. Upon catheter removal, foreign material was discovered in the catheter. No patient complications have been reported as a result of this event.